Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges blood glucose level increases while using the pump. Caller reported using insulin pen for decreasing blood glucose level and within one day pump is running normally and blood glucose begins to increase. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).